Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h10d15024) with no defects noted. The cause of the peritonitis was undetermined.

Event description:
During a follow up call for an unrelated issue in (B)(6) 2011, it was determined that (B)(6) had received a report of an event of peritonitis in (B)(6) 2010. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally for automated peritoneal dialysis (apd). During follow up, the nurse reported that on (B)(6) 2010, the patient was admitted to the hospital. The patient presented to the emergency room with nausea and vomiting. The patient was treated for (B)(6) of his peripherally inserted central catheter (PICC) line. The patient was treated with intravenous antibiotics (synercid, 570mg, every 8 hours from (B)(6) 2010 to (B)(6) 2010) for PICC infection and clinical peritonitis. Dianeal therapy was discontinued on an unspecified date in (B)(6) 2010. The patient was considered recovered from all events. On (B)(6) 2010, the patient was discharged from the hospital. Per the nurse, the events were unrelated to dianeal and more likely related to "contamination" (product unknown). No further information is available.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.